Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of door not fully latched messages through the history log, but could not reproduce it during eval. Eval determined the cause to be a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.